Event description:
It was reported that the device was explanted due to dehiscence around the anteriolateral commisure. Reportedly, the device is being returned for evaluation.

Manufacturer narrative:
Evaluation results: leaflets of the valve was received brownish in color, stiff and shrunken, with the appearance of dried tissue. No visible inconsistencies were noted in the x-ray. Minimal host tissue overgrowth was observed on the stent, on the inflow and outflow aspects. Host tissue overgrowth could not be determined on the tissue due to the dehydrated condition of the leaflets. The device was examined by edwards manufacturing engineer and no inconsistencies were found. X-ray. Results: device was returned dehydrated.